Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, "several tubes did not fill well, not enough vacuum, this was found over the last few months.". 10 occurrences were reported.